Manufacturer narrative:
Evaluation summary: there was a detachment on the hypotube 12.7cm distal to the strain relief. The hypotube was oval and jagged on both sides of the detachment site. There were kinks on the hypotube 1.5cm, 8.2cm and 10.9cm distal to the detachment site. There was a kink on the hypotube 4cm proximal to the detachment site. There was no damage to the distal tip. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a distal segment of a severely tortuous vessel. The device was removed from its packaging as per IFU and inspected with no issues noted. It was reported resistance was encountered when advancing the device but no excessive force used and that the tip of the device detached, cracked or fractured during delivery through the vessel. It is unknown of the detached portion of the device remains in the patient. No patient injury was reported as a result of the event.